Manufacturer narrative:
Evaluation summary: concerning an unknown lilly device, a patient reported that he "mixed up his humalog pen (brown pen) and the levemir pen (silver pen)." The patient confused his humalog insulin pen with his levemir insulin pen and took a 68 unit dose of humalog (fast acting insulin) instead of his levemir (long acting insulin). He experienced hypoglycemia. The patient did not allege a device malfunction, but did mistakenly inject with the wrong type of insulin. The patient immediately realized the mistake. He was aware that the devices had different appearances and contained different types of insulin. Although the specific lilly device is unknown, there are two lilly devices which match the pen body color provided by the patient; either the humapen memoir or humapen luxura device (both burgundy in color). The levemir device in question was the novopen 4, which has a significantly different appearance than the memoir or luxura. The complaint narrative does not suggest a malfunction but rather a use error. The user manual for both humapen memoir and humapen luxura instructs the user to check the insulin in their device before each injection. There is evidence of improper use. The patient...

Event description:
(B)(4). This non-sponsored post marketing study ((B)(4)), reported by a patient to another manufacturer, concerns a (B)(6) male patient of unreported ethnicity. Medical history included: type 2 diabetes mellitus and gastrooesophageal reflux disease. Concomitant medications included: atorvastatin calcium, metformin, hydrochlorothiazide, omeprazole, acetylsalicylic acid, enalapril and amlodipine. On an unreported date patient began study treatment with insulin lispro, administered from humapen (unknown reusable device but described as a brown pen) 20 to 24 units prior to meals and insulin detemir subcutaneously 60 units daily beginning on (B)(6) 2014 both for the treatment of type 2 diabetes mellitus. At approximately 0200 in the morning of (B)(6) 2014 the patient confused his lispro from his detemir and took 68 units of lispro instead of his detemir. The patient immediately realized the mistake and took 5 glucose tablets. After approximately 5 minutes he tested his blood sugar and it was 17 mmol/l. Fifteen minutes later he tested his blood sugar again and it was 13 mmol/l. He contacted a physician and was advised to seek medical care at a hospital. At the hospital blood sugar tested at 2 mmol/l and 2.2 mmol/l. He was treated with an intravenous drip and given oral sugary food. Within 4 hours blood sugar had normalized (no value provided). The patient was the operator of the insulin lispro pen. His training status was not provided. Lot number of pen was not provided. It was unknown how long he had used the device. Return status of the pen was not provided. The events were considered recovered on (B)(6) 2014. Action taken with study drugs was not reported. The device was not returned. There is evidence of improper use and storage. In the opinion of the manufacturer the events were possibly related to insulin detemir. No assessment of relatedness was provided for the events to insulin lispro. Update (B)(4) 2014: upon review for expedited reporting, removed other manufacturer product as a study product. Update (B)(4) 2014. Device only medical significant update. Added device of humapen unknown device. Update (B)(4) 2014. Device only medical significant update. Removed additionally coded device and replaced existing device with humapen unknown device. Update (B)(4) 2015. Additional information received (B)(4) 2015 from the global product complaint system. To the product page entered yes for improper use and storage, malfunction as no, added the device specific safety summary (dsss), entered the EU/ca fields, and updated the narrative accordingly. Update (B)(4) 2015. Upon affiliate review information received on (B)(4) 2015. No new information was added to this case, it just a confirmation that insulin lispro was administered via unknown pen type described as a brown. Update (B)(4) 2015: upon review of this case on (B)(4) 2015, the case was opened to update the medwatch fields for regulatory reporting.